Event description:
It was reported by service report that the power cord had a broken power prong. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: power cord with broken power prong.